Manufacturer narrative:
Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. 4 photos that were received that show the level of liquid is below the fill line mark on the label; however, the fill line is not the minimum draw. A tube was filled to the minimum of 1.62ml. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 300 times. The following information was provided by the initial reporter. The customer stated: the "volume of the k2 edta tubes were not meeting the indicator line. They had low volume after adding water into tubes using a syringe."